Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was tenderness over implantable neurostimulator (ins) site. The outcome was ongoing. No actions were taken as interventions. Diagnostic methods included an x-ray. There was a plan to reposition the battery. A physical/neurological exam showed tenderness to palpation over the battery site. The etiology was noted as related to the device or therapy and related to the procedure. The etiology was noted as related to the ins pocket. The patient had pain and tenderness over the ins site when the patient bent over. There was no erythema or redness over the surgical scars. Relevant medical history included: non-malignant pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Interventions included surgical repositioning of the implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.